Manufacturer narrative:
Mindray service representatives repaired a loose connection on the spo2 board. Calibrated and safety tested monitor to factory specifications.

Event description:
Customer reported a accutorr v monitor would not display spo2 data, which may have resulted in a loss of spo2 monitoring. No patient injury was reported.